Event description:
The customer reported "smoke coming from the top of the unit". There were no cancellations and they were not using the unit. The customer stated that there were no physical complaints related to the "smoke". The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
Upon arrival, the fse found "oil mist" coming from the oil mist filter. He replaced the exhaust filter housing, adapter, and the charcoal filter.